Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the customer noticed it was giving off a buzzing sound that they had never heard before. No alarm message was issued. No adverse patient effects were reported.